Manufacturer narrative:
(B)(4). Physio-control contacted the customer and was able to obtain further details about both the patient and the event. The customer advised that they attempted to use their device to treat an (B)(6) male. The device provided a "shock advised" decision but when they attempted to shock the patient no shock was delivered. The customer confirmed that they only use physio-control brand therapy electrodes. The lot number and expiration date of the electrodes used during the event was no reported. A backup device (brand unknown) was obtained and used to treat the patient. The patient's pulse was restored during the event through use of the backup device. The customer further advised that no death had been reported. The customer was unable to provide any additional details. As a result of this new information, sections have been updated accordingly. Physio-control further reviewed the electronic records from the event and confirmed that the attempted shock, for which the device had displayed an "abnormal energy delivery" message, had not been delivered to the patient.  Additionally, the event code that had been logged in the device's memory at the time of the shock attempt and caused the service wrench would have rendered the device inoperable at the time that it occurred.  Physio-control performed extensive testing on the customer's device but was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. Upon evaluation of the customer's device, physio verified the reported issue.  Physio then downloaded the device's electronic records and observed that the event codes that triggered the service wrench had been logged by the device during a patient event.  Furthermore, the electronic record from the event indicated that a shock delivered to the patient registered as "abnormal."  An abnormal shock delivery message may indicate that adequate defibrillation was not delivered to the patient. Physio-control then reached out to the customer who confirmed that there was patient use associated with the reported event.  The customer advised that they have no further information about the patient or the event at this time.